Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo) caused by over-sensed noise exhibited by the right ventricular (rv) lead. There was no pacing inhibition observed, and the patient was not pacing dependent. Further information was requested but not received.